Event description:
The customer, a biomed, contacted a physio-control to report that a pin had broken off of a quik-combo therapy cable and become lodged into their device's therapy connector. As a result defibrillation therapy was not available, if necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the removed therapy connector assembly and observed that the connector pin was broken off into the low voltage socket.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported failure, noting that the device's therapy connector had a broken pin lodged in it. Physio then replaced the therapy connector assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.